Event description:
It was reported that doc was performing a tonsiletomy. It was reported the minimum pedal on the footswitch wouldn't operate. The doctor used the max pedal and completed the case with no pt consequence. The customer will be returning the back footswitch cable for analysis.